Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 400 units of insulin 3 days ago and the current fill estimate was stagnant at 110 units. The customer reloaded the same cartridge and received a valid minimum fill notification. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.